Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge depleted from 70% to 5% battery life and subsequently shut down. The customer reported that when they turned the pump back on, the battery gauge then rapidly moved from 5% to 75% battery life. Customer reported an elevated blood glucose (bg) level of 365 (mg/dl) and delivered a bolus to stabilize bg levels. Customer indicated back up insulin therapy would be used for diabetes management.